Event description:
Toxic shock some years ago. Physician has said the seizure disorder and cancer pt is now experiencing are associated with the tss. Pt sued p&g and in their settlement they agreed not to offer a similar product for sale. P&g is now selling tampax pearl, which is apparently similar to the product associated with tss.